Event description:
In 2006, the physician successfully closed a left groin arteriotomy site with starclose device following an interventional procedure. After 28 days, the patient returned to the hospital with a septic embolism and a suspected false aneurysm of the left groin. The patient was taken to surgery and a vein graft was performed. The infection of the groin was confirmed to be pseudomonas bacterium and the patient ws treated with antibiotics. Approx 2 months later, the patient ws discharged from the hospital and 50 days later, the patient died. The cause of death is unknown.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.